Event description:
It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was implanted in a patient with a depth of 6-5 mm between the non-coronary cusp/ncc. Patient left the procedure room without a temp pacemaker and showed a widened qrs. During overnight post procedure, the patient went into heart block requiring a permanent pacemaker implant. The patient is stable,

Manufacturer narrative:
An event of heart block and permanent pacemaker implant post procedure was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the device was successfully implanted and a final implant depth of 6-5 mm non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.